Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the proximal end of the stent were lifted and pulled distally and stent struts from the distal end of the stent were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30nov2020. It was reported that positioning difficulties were encountered. The 80% stenosed and diffused target lesion was located in mildly tortuous and severely calcified left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure the stent could not be placed accurately at the lesion location even after several attempts. The device was retrieved and the procedure was completed with different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.